Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b0(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate continuous glucose monitoring system (cgm) values which occurred 7 days after the sensor had been inserted in the abdomen. The patient self-treated with insulin base on her cgm readings; there were no specific cgm readings reported at that time of the event and the patient reported that she was confused and didn´t realised what she was doing at all. The dexcom device didn´t alarmed and the patient experienced hypoglycemia, she started to sweat, shake, foaming at the mouth and having a seizure and lost consciousness. She also turned blue and reportedly looked dead. During the night the patient was getting inaccurate readings, the cgm was reading 3.8 mmol/l and the blood glucose reading was below 1.0 mmol/l. At an unspecified time of the event the cgm was reading 4.0 mmol/l and the blood glucose reading was 1.0 mmol/l. The patient´s parent called an ambulance and the patient was taken to the hospital. At the hospital the patient was treated with glucagen hypo-kit (glucagon injection) and after she got stabilized she was treated with 1 pill of paracetamol (pain killer) and glucose. The doctor gave the patient a glucometer so that the patient could take blood glucose readings as back up for the cgm readings. The patient was stabilized and was discharged the same day. At the time of the report the patient was feeling better again. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Health effect - clinical code - (B)(4) cyanosis diabetes mellitus is a known cause of hypoglycemia.